Event description:
It was reported that during implant attempt, the helix would not extend for fixation in the right atrium. Several attempts were made at recommended rotations. Helix failed to extend. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analyzed. The helix can not be extended and retracted due to the distal conductor distortion within the connector. It was noted that there was blood in/on the helix mechanism. Lead damage at implant.